Event description:
Pt entered ed with CPR in progress. Idioventricular tachycardia without perfusion. After epinephrine, sinus tachycardia with bp=103/90 x 5-10 min which degenerated. Pacing, using device in question, initiated initial capture. Pt required intermittent pacing. When needed a 2nd time, no pacer functioning was noted. Substitution of the pacer cassette did not resolve the problem. Another machine (different MFR) was substituted. Despite over an hr of effort, pt expired. Machine eval by hosp biomed and MFR showed normal function. Eval indicated normal setup of machine but incorrect operation. Conclusion-user error.